Event description:
It was reported that after the lens was implanted it was noted the trailing haptic was bent/mangled and faced anteriorly. The tip of that haptic was touching cornea and began to tear the anterior capsulorrhexis. The surgeon opted not to remove the lens because it would likely tear the bag, and the loss of the iol was at risk. A portion of the haptic that was touching the cornea was amputated, and the amputated portion was removed from the anterior chamber. The lens was within the visual axis, with slight inferior decentration. The patient was referred to a retina specialist for a lens exchange. Reference MDR# 1313525-2015-02045 for the lens involved in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.